Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 (sae info) no data was provided for evaluation. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.